Event description:
I was walking and the bolt that runs through my prosthetic foot and into my leg sheared off my prosthetic foot came off. I fell and injured myself. Xi'an boerte prosthetic orthotic.